Manufacturer narrative:
E1: patient city: (B)(6) patient country: colombia. Name:(B)(6) based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced adhesive issues with infusion set, which fell off from the body due to the tape not sticking event on (B)(6) 2026. The infusion set was in use for one day.